Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the image was not displaying due to damage to the charged-coupled device unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had no image. The issue was found during preparation for use, the intended diagnostic tracheoscopy procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to a damaged charge-coupled device (ccd) unit. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.